Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of over 500 mg/dl. The customer started to get thirsty and get a headache. The reservoir was leaking. Fluid was visible in the reservoir compartment. The device was not returned.